Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned vial.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 287 mg/dl and 102 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.